Event description:
Synviscone injection completed for patient that reported pseudoseptic joint reaction (swelling, moderate-severe pain) after initial trial of medication within 2 - 3 days of the procedure. Initial trial of medication, pseudoseptic joint reaction is a known potential side-effect/reaction that usually occurs on second or third trial of medication/injection. - injection completed (B)(6) 2025 by provider, patient reported reaction/pain started on (B)(6) 2025 - mychart message sent to clinical team on (B)(6) 2025 - patient was seen for scheduled visit with a different provider on (B)(6) 2025 for different issue. Noted reaction to procedure on (B)(6) 2025. Bilateral knee steroid injection & aspiration completed at that visit. - patient reported relief/improvement on (B)(6) 2025 following procedure on (B)(6) 2025 synviscone, ndc#58468-0090-3, frslb06. Primary osteoarthritis of both knees.